Event description:
As reported, after positioning and fixation of the balloon of the intraclude aortic device, icf100, the balloon migrated during cardioplegia delivery towards the aortic valve and needed to be repositioned several times. After pulling back the catheter at the end of the procedure they could recognize a damage on the outside catheter material which seems to come from the friction of the catheter and the arm of the introducer cannula. No patient injury was reported

Manufacturer narrative:
The device is currently under evaluation into root cause

Manufacturer narrative:
Correction to evaluation: a kinked and flattened area were observed along the length of the shaft. The device shaft can be flattened during repeated retraction of the device during use. The reported low flow can be attributed to the kinking/flattening of the shaft. Excessive repeated retraction of the device shaft during use can contribute to the kinking and damage of the shaft. There is indication that the device was retracted multiple times resulting in extensive damage to the shaft. The root cause of the reported kink and flattening is most likely abnormal use by the customer due to procedural issues. Complaint was confirmed and occurrence does not create negative trend.

Manufacturer narrative:
The catheter was visually inspected and a kink was found just below the trifurcation hub of the catheter. The balloon inflated properly and was able to maintained inflation for over two hours with no defects observed. The endoreturn introducer used in conjunction with the intraclude aortic device was found to have the incorrect y-connector in use on the manufacturing floor. This was confirmed by reviewing the raw material stock at receiving inspection. A CAPA has been initiated and supplier CAPA initiated due to this report. A product recall was also initiated as a response to the endoreturn introducer. It is important to note that the customer never alleged a product defect with the endoreturn introducer; no visible defects would have been seen by the customer. Through investigation of the intraclude device, the nonconformance was noted. The complaint and MDR has been submitted under the intraclude device as this product did not perform as intended due to the nonconformance of the introducer. Without this nonconformance, it is our belief the device would have functioned as intended. Trends will continue to be monitored through the edwards complaints system. Additional information: complaint referenced MDR submission of endoreturn introducer report number: 3008500478-2013-00466.